Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record was not performed as the lot number was not reported. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported that as a xience prox stent delivery system was being advanced over a guide wire, the proximal shaft broke into two pieces. The device was not used. Another same size xience prox was used to successfully complete the procedure. There was reported no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.